Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after performing an arterial puncture on the patient, the anesthesiologist connected the pressure sensor and accessories and found that the arterial blood pressure value could not be monitored. Replaced the connecting cables and modules, but still no results were obtained. Replaced the pressure sensor with a new one, and after connecting the module, it returned to normal. There was patient involvement, but no harm/adverse event was reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The device history record of reported lot 4323165 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4326182, and 4323453 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.